Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was in the 600's mg/dl range and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the occlusion alarm was found to be within the cartridge.